Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 17.4 mmol/l. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer did use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No motor error alarm noted. Unit was unable to prime during prime/no delivery test due to moisture damage on force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.